Event description:
It was reported the patient was unable to establish communication between the ipg and external devices. It was noted the patient's ipg had migrated (reference MFR.report#: 1627487-2019-10052). As such, the patient underwent surgical intervention on (B)(6) 2019, where the ipg was explanted and replaced. Reportedly, effective therapy was regained post-operative.